Event description:
While finishing procedure, the sterile team noticed an odor that smelled like plastic burning. At the same time the physician picked up the stryker suction irrigator to irrigate and it appeared that there was smoke coming from the handle. Suction/ irrigator battery pack felt hot to the touch. The entire suction/ irrigator was removed from the field and battery pack disassembled. All parts along with package cover was bagged and given to leadership. No harm came to the patient.